Event description:
Straight shots, went through the mesh into the surgeon's hand. The doctor is fine.

Manufacturer narrative:
The subject product has been received and is in the process of being evaluated. We will submit a follow up report when evaluation is completed.